Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while connected to a patient the external pulse generator was not capturing. The generator was returned for service. It was indicated that there was no adverse patient outcome as a result of this event.

Event description:
It was reported that while connected to a patient the external pulse generator was not capturing. The generator was returned for service. It was indicated that there was no adverse patient outcome as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that while connected to a patient the unit was not capturing. Analysis did find that the battery contacts were compressed. (B)(4).